Event description:
--

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense portion. The noise was oversensed and caused pacing inhibition. It was reported the patient is dependent and experienced dizziness as a result. The patient recently underwent a device change out. At that time, another manufacturer's lead was surgically abandoned and this lead was placed. It was suspected the noise was a result of lead-on-lead contact. An x-ray was performed and revealed the leads were in close proximity to each other. An invasive procedure was performed and this lead was repositioned. Lower pacing impedance measurements were observed. Prior to repositioning the pacing impedance measurements were in the mid-300 ohm range, after repositioning they were 290 ohms. The next morning pauses in pacing were again observed. Another invasive procedure was performed and it was found the lead was not secure in the implantable cardioverter defibrillator (ICD) header. This lead and device were explanted. The patient was implanted with a pacemaker and new right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted trilumen insulation damage 410 - 415 millimeters (mm) from the terminal pin. The damage was noted to go through to the rs- lumen. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.